Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. The outcome of the peritonitis event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the cause of this peritonitis event was use error of a breach in aseptic technique. The breach was further described as the patient did not wash hands properly. The patient was hospitalized for one day for the peritonitis event. On an unreported date the patient began treatment with unspecified antibiotics for peritonitis. On an unreported date, the patient was recovered from the peritonitis event. The patient was retrained on proper hand washing technique. Updated information for this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.